Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: a2, a2, a3, b4, b5,g3, g6, h2, h3, h6, h10 and concomitant products. Complaint conclusion: as reported by the field, during a stent assist coil embolization for intracranial stenosis, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7591256) became impeded on the tip of a competitor¿s microcatheter and could not pass through. The physician removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that neither the enterprise or the mc become kinked or bent. No excessive force used at any time. The microcatheter used was a carch(acheva)fastunnel: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. A non-sterile enterprise2 4mmx23mm no tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and a stent component was noted deployed inside the luer hub of a non-jnj concomitant microcatheter. The introducer component was observed to be attached to a rotative hemostasis valve (rhv). The delivery wire was not returned for evaluation. The stent component was inspected under magnification and one (1) distal end was noted highly bent, and one (1) strut from the other distal end was noted bent. No other damages were observed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated since the stent must still be attached to the delivery wire and inside the introducer in order to be able to perform a functional test. The stent detachment and bent condition were not originally reported; however, the detached condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the stent bent and the delivery wire breakage. However, with the amount of information available this only remains speculative, and it is not considered a contributing factor to the issue reported. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization for intracranial stenosis, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7591256) became impeded on the tip of a competitor¿s microcatheter and could not pass through. The physician removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported.